Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked blood. The following information was provided by the initial reporter: after injecting into port of cannula fluid, then blood, started to come out of the port. Minor blood loss. No significant impact. Device replaced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked blood. The following information was provided by the initial reporter: after injecting into port of cannula fluid, then blood, started to come out of the port. Minor blood loss. No significant impact. Device replaced.